Event description:
It was reported that the patient's modular cable was replaced on (B)(6) 2021 due to extensive damage. The patient swapped their primary controller for their backup controller. During the modular cable exchange, the arrows on the pump cable and modular cable were in line but were very difficult to connect. Once connected, it was difficult to get the cap from the pump cable to grip the modular cable to secure the connection. As of (B)(6) 2021, the patient was reportedly stable. Manufacturer's report # for modular cable: 2916596-2021-07256.

Manufacturer narrative:
Correction: this was previously reported under MFR. Report # 2916596-2021-07256. It was determined that the event should be split into two investigations and will now be captured under both this report and MFR. Report # 2916596-2021-07256.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported connection difficulty between the pump cable and the modular cable at the inline connector could not be confirmed through this evaluation as the pump was not returned for evaluation and remains in use. A direct cause for the reported event could not be conclusively determined through this evaluation. The account reported that the patient¿s modular cable was replaced due to extensive damage. Upon insertion of the new modular cable to the pump cable, it was noted that there was connection difficultly. The arrows on the pump cable and modular cable were reportedly aligned; however, the connection was very difficult to make. Once connected, the account reported that it was difficult to get the screw cap to grip and secure the connection. The patient was reportedly stable. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 2, "system operations", (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 5, "surgical procedures", also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. The heartmate 3 patient handbook, rev. D, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-07256; 2916596-2021-07257.